Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the auto mode was in use during the high blood glucose level incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 450 mg/dl. Customer stated they declined to troubleshoot for high blood glucose value. Customer also reported infusion set cannula was bent. The device will not be returned for analysis.